Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they were having sensor issues such as calibration error alert, change sensor alert and inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 160 mg/dl and the sensor glucose was 49 mg/dl at the time of the incident. Threshold/low suspend limit in sensor settings was at 60 mg/dl. The customer declined to review site selection, taping, insertion and calibration technique. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test.